Manufacturer narrative:
Common device name: instrumentation for clinical multiplex test systems. Medical device expiration date: na. (B)(6). There were multiple 510(k) numbers reported to be involved. The information for the additional device type is as follows: PMA / 510(k)#: k130470. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd max¿ instrument the customer obtained suspected false positive results due to jagged curves. Attempts were made to gather additional information, but they were unsuccessful. It is unknown if the results were repeated or reported out. There is no indication in the complaint that patients were adversely impacted.

Event description:
It was reported that while using bd max¿ instrument the customer obtained suspected false positive results due to jagged curves. Attempts were made to gather additional information, but they were unsuccessful. It is unknown if the results were repeated or reported out. There is no indication in the complaint that patients were adversely impacted.

Manufacturer narrative:
H6: investigation summary the complaint of "jagged curves" with the bd sars and certest sars-cov-2 assay was reported against the max instrument catalog number 441916, serial number (B)(6). The complaint is not confirmed. Readers are fine. Efc and sql values are good. Device continues to run correctly. The root cause is unknown. There is an open CAPA 1632720 to resolve results issue related to bd sars covid assay. No parts or materials were returned as a part of this complaint investigation. The investigation consisted of a review of the customer complaint and service notes, the complaint history for the instrument, and related customer complaint data. No new risks, or hazards were identified based on this investigation. Bd quality will continue to closely monitor for trends.